Event description:
Fluctuating thresholds were noted on the right atrial (ra) lead and it was further noted that the patient was occluded on their left implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).